Event description:
It was reported that a syringe 10ml ls 21ga 1-1/2in had a missing scale.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: two photos were returned for investigation. From the photo, observed the marked print lines are incomplete print on the surface of the barrel. Sample evaluation: one actual sample returned for evaluation with sealed package. From the returned sample, observed incomplete scale line printing on syringe barrel. DHR: syringe DHR batch 8298966 was reviewed. A total quantity of (B)(4) units were manufactured on syringe assembly line by (B)(6) 2018. No abnormality found during qa inspection. Scale marking issue; as stated as the reported code was confirmed with the returned photo and sample. Probable cause for this non-conformance happened at the apex printing machine, if there was printing ink pad changed, the subsequent produced parts of duration had to remove during line clearing. If product technician failed to remove poorly printed parts at the manual-eject station it is likely the defective product would have continued down the good product stream. The procedure for changing and setting up ink pads at the apex machine will be revised to include tasks for the product technician that will prevent future occurrences of this type.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 10ml ls 21ga 1-1/2in had a missing scale.